Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent an unspecified breast augmentation with a mentor smooth round moderate profile, 375cc saline breast implant experienced bilateral deflation postoperative. As a result, patient scheduled for removal on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on june 16, 2022 indicated that the patient underwent bilateral replacements as follow: right: cat#: 3502475, sn# (B)(6), lef: cat#: 3502475, sn# (B)(6). Manufacturer¿s reference number: (B)(4).